Event description:
An implant card was received indicating that the patient underwent generator replacement due to battery depletion; unable to interrogate. No additional relevant information has been received to date.